Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a small bowel resection, at the third firing, the tip of the needle was malformed. However, no problem occurred at the fourth firing. Additional suture was used to complete the case. There were no adverse consequences to the pt.